Event description:
Additional information was provided that it was suspected that the oversensing and the syncopal episode were related, as the patient is pacemaker dependant.

Event description:
Boston scientific received information that the patient with this newly implanted pacemaker presented with an episode of syncope. It was noted that the arrhythmia logbook showed a pacemaker mediated tachycardia (pmt) episode with a ventricular sensed event. Boston scientific technical services (ts) reviewed the electrogram (egm) and noted crosstalk and suggested programming options. It was noted that the device was reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.